Event description:
It was reported that during implant the physician attempted to set the screws down on both the atrial and ventricular leads, he did not hear the clicking sound. The physician decided to implant the device as the leads appeared to be secured in the header. The pulse generator was explanted.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.